Event description:
During surgery on jan. 5, 1998 particulate from this handpiece entered the patient's eye. A second procedure was performed on oct. 19, 1998 to remove the particulate. There was no report of add'l injury as a result of this second procedure.